Manufacturer narrative:
Qc prior to the event did show failures, but the operator did not review the qc prior to releasing the results. The failures were noticed the following morning, and the samples were rerun. A bci field service engineer (fse) replaced the acrylic (middle) portion of the flow cell and sodium (na) electrodes. The fse replaced the carbon bridge and verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), chloride (cl), and calcium (calc) results generated by unicel dxc 600 pro synchron chemistry analyzer for approximately 100 patient samples. The results were reported out of the laboratory. When the issue was noticed, repeat testing was performed and the reports were amended. The patient treatment was not initiated or withheld based upon the erroneous results reported.